Event description:
It was reported that a thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman laa closure device was implanted. Upon discharge on (B)(6) 2020, the patient was prescribed xarelto and aspirin. The patient developed gastrointestinal bleeding on (B)(6) 2020 and was held for two days. The patient resumed coumadin and aspirin on (B)(6) 2020. On (B)(6) 2020, the patient stopped coumadin and started plavix and aspirin 81mg. On (B)(6) 2020, the patient was unwilling to come in for a transesophageal echocardiogram (tee) or see the physician due to covid. On (B)(6) 2020, the patient disconnected their phone number and did not respond to follow up requests for tee and to confirm compliance with medication. On (B)(6) 2021, the patient followed up with the physician and noted the patient was only on plavix at the patient's own doing. On (B)(6) 2021, tee was performed and thrombus was found on the watchman closure device. The patient was discharged home in stable condition on coumadin with lovenox bridging and plavix. The patient is scheduled to have repeat tee in 2-3 months. As of (B)(6) 2021, was regularly attending an anticoagulation clinic regularly to manage dosing and international normalized ratios (inr). The inr is still subtherapeutic currently and the dosage was increased.